Event description:
It was reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. It was reported at 2:30 am on (B)(6) 2020. The patient woke up sweating and felt very cold, he was able to wake his wife, and then lost consciousness. The wife called 911. The emt's arrived at 2:45 am. The emt's tested the patient's blood glucose with their professional meter and received a reading of 40 mg/dl, 1 minute later the wife tested the patient's blood glucose on his aviva system and received a reading of 80 mg/dl. The wife advised the patient's body temperature was very low and he was transported to the hospital. The type of treatment given by the emt's was not provided. The patient arrived to the hospital at 3:00 am and was given an injection of dextrose. The blood glucose result obtained at the hospital upon arrival was unknown. The caller advised 20 minutes after the patient received the dextrose, his blood glucose was 70 mg/dl, and he had regained consciousness. Caller advised the patient was also treated with an IV of glucose and received treatment for water retention and hypothermia. The patient was discharged from the hospital on (B)(6) 2020 with a blood glucose level of 97 mg/dl. They are not sure what caused blood glucose levels to drop, but believe it may be related to his new blood pressure medications.